Event description:
The iab inserted into the pt on 6/30/97 at 11:00 a.m. And removed at 11:00 a.m. The iab did not malfunction. There was severe bleeding. Also, the pt had a thrombosis, minor ischemia and had an amputation. (Event complications: bleeding/thrombosis/minor ischemia/amputation-rpt'd 2/27/1998.) (Pt's current status: expired- rpt'd 2/27/98.)